Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient complained of pocket pain, the cardiac resynchronization therapy defibrillator (crt-d) was found moved. A surgical intervention was performed to revised the pocket. The cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
.